Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer provided reference range: female is <0.013 ng/ml): (B)(6) 2024 sid (B)(6) initial result = 0.128 ng/ml, repeats = 0.00 ng/ml and 0.008 ng/ml, repeat on another architect = 0.012 ng/ml the discrepant result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer provided reference range: female is <0.013 ng/ml): (B)(6) 2024 sid (B)(6) initial result = 0.128 ng/ml, repeats = 0.00 ng/ml and 0.008 ng/ml, repeat on another architect = 0.012 ng/ml the discrepant result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the architect stat high sensitive troponin-I assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity for lot 97999un23, however, no related trends were identified. Device history record review on lot 97999un23 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 97999un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 97999un23. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 97999un23 was identified.